Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitoring communicator exhibited a red blinking light indicating a potential product performance issue with this pacemaker. A boston scientific company representative assisted the patient with completing a successful remote interrogation. The patient was referred to their clinic for the results. Attempts were made to contact the local field representative as well as the clinic, however, no additional information is available at this time. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.